Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Hysterectomy - "le chirurgien a noté une hémostase peu fiable. Il a dû revenir à plusieurs reprises finir l'hémostase à la pince bipolaire notamment sur les tissus proches de l'utérine ainsi que sur l'utérine. Surgeon has noticed an insufficient sealing. He had to use several times the bipolar device to complete the sealing especially on the tissues near uterine and on the uterine." Patient status - unknown.

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. Although the exact root cause of the incident could not be determined, applied medical has received reports of similar issues and has opened a corrective and preventative action report to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of incident. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. Additional info was requested and received.